Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to intermittent loss of capture. The patient reported having incorrect products listed as active on their identification card. No patient complications have been reported as a result of this event.